Manufacturer narrative:
During the quality investigation, the customer's complaint was confirmed. There was corrosion damage to the press plug, the motor and the rotor. The mid speed motor was identified as the primary cause of the event. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker micro drill was sent in for repair because it was oozing oil during equipment testing. There was no pt involvement and no adverse consequence was reported.